Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they had been to their healthcare provider (hcp) three times in the last week because their hcp stated they are "not sure if the catheter has kinked". The patient stated they went into "horrible" withdrawals on sunday afternoon and by the time their son got them to the emergency room, it was after midnight. The patient mentioned they were a retired nurse and the protocol was to administer dilaudid which "did not go well" with them but it "took the symptoms away". The patient asked if the pump is getting close to the end of its life. Pss reviewed pump longevity information. The patient also mentioned they read the pump the day after they got back from the emergency room on monday and there was almost 3 ml missing from the pump. The patient confirmed the doctor did not know what happened. The patient was redirected to their healthcare provider to further address the issue.